Manufacturer narrative:
Additional removed components: model#: rha-s3. Surgery report was reviewed and no definitive conclusions could be made.

Event description:
The rhead radial head implant from the uni-elbow radio capitellum system was revised to address the radial head loosening.